Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while the surgeon attempted to place a 3mm guide pin in the recon screw position, the pin mistargeted and broke off at the point where the threaded portion ends. The nail that had been implanted had to be removed so the broken piece could be retrieved. The nail was reinserted and screws were placed without further incident.